Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3a endoleak was identified by computed tomography (CT). It was reported that the incorrect sizes of stent were used during the initial procedure. An intervention was completed. The physician elected to implant three (3) ovation limbs to bridge the separation between the devices. The patient was reported as doing well. Additional information: there was evidence to suggest sac growth of 36.5mm, a type 2 endoleak (non - device related failure) of the lumbar with previous embolization (occurring between 2015-2020) and a contained rupture occurred.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a endoleak of the left iliac ovation stent event was confirmed. It was also determined that there was evidence to suggest sac growth of 36.5mm, and a type 2 endoleak ( non - device related failur) of the lumbar with previous embolization (occurring between 2015-2020) and a contained rupture had occurred. The most likely causation for is user related due to the placement of a smaller diameter 14mm stent within a 22mm stent. Also it was noted in the discharge summary the patient was lost to follow-up, this likely contributed to the increasing endoleak, sac growth and rupture. The procedure-related harm identified was access site complication (repair of left common femoral artery required). The final patient status was discharged on the fifth postoperative day following a secondary endovascular repair. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3a endoleak was identified by computed tomography (CT). It was reported that the incorrect sizes of stent were used during the initial procedure. An intervention was completed. The physician elected to implant three (3) ovation limbs to bridge the separation between the devices. The patient was reported as doing well,